Event description:
I had an arthrex shoulder replacement 4 years ago. There was no resolution of symptoms once the device was placed and, in fact, symptoms became worse after the surgery to place the device. On (B)(6) 2024, less then 4 years later, I had to have a reverse total replacement. During that surgery, it was discovered that the glenohumeral component was damaged and one of the pegs was sheered completely off cause pain, swelling ad pious amounts of fluid build up.